Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose rose to 475 mg/dl. Customer treated their blood glucose with a bolus. It was also found the customer did not have any symptoms of high blood glucose. Troubleshooting did not find any leaks or air bubbles present. It was also found the customer had a slightly bent cannula with blood present after removing their infusion set. The insulin pump also passed a high pressure test during troubleshooting. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.